Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen did not calibrate. There was no patient involvement.

Manufacturer narrative:
The customer's biomed confirmed the reported touchscreen issue. The customer's biomed replaced the touchscreen to address the reported problem in (B)(6) 2017. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.